Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
(B)(4). The device records 44 log entries between the (B)(6) 2014 and the (B)(6) 2015. Multiple manual power ups some of ten minutes duration were observed in the device memory on the (B)(6) 2015. The device memory would then have become full. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.